Event description:
Pt admitted with diagnosis of gastric carcinoma. Patient was prepped for procedure (distal gastrectomy with gastrojejunostomy). Following the initial prep, drape and incision by assisting surgeon, the primary surgeon noted the prep solution was not high enough on the patient and proceeded to use the prep solution, duraprep, higher on the patient's anatomy. The incision line was then lengthened and while using an electrocautery device, a fire ignited which was quickly extinguished. The patient sustained a first degree burn along the lower chest area. There were no additional injuries to the patient. Electrosurgical unit evaluated by biomed and determined to be in good working condition.